Event description:
It was reported that there was a crack on the inflation hub of the pta balloon dilatation catheter. Reportedly, at initial inflation attempt, saline began leaking from the cracked inflation hub. The device was retracted without incident. Another balloon was used to successfully complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned . The complaint investigation is confirmed for a crack in the inflation hub. Per the complaint comments , the cracked hub was unnoticed during prep. Therefore, it is unk when the crack occurred. It is unk if procedural issues contributed to the reported event. The definitive root cause could not be determined based upon the available info. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complaint/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.